Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right ventricular (rv) pace impedance measurements of approximately 500 ohms with three higher measurements of approximately 1300 ohms and then back down again. These measurements are within normal specification limits. The rv threshold was noted to be stable, and noise was unable to be produced with isometric and pocket manipulation testing while sampling impedance measurements. The boston scientific representative also provided an electrogram image. Boston scientific technical services (ts) indicated there was non-physiological noise observed with no pacing inhibition related to the noise. Ts stated they could not tell if it is related to a lead issue or a device header spring contact issue. The crt-d device, the rv lead and the right atrial (ra) lead were all subsequently explanted and replaced. The rv and ra leads are not boston scientific products. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.